Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported right side "pain and capsular contracture baker grade unknown implant exchange." Later, healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported right side "pain and capsular contracture baker grade unknown implant exchange." Later, healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side pain and capsular contracture, baker grade unknown. Healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.